Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s hysterectomy procedure the surgeon observed a spark coming from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. No patient harm, adverse outcome or injury was reported.